Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing facial nerve stimulation with device use. Programming adjustments were made, however, the issue is not resolved. Revision surgery is under consideration.

Manufacturer narrative:
Additional information: date of event, explant date and device available for evaluation? The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's new device has been activated with no facial nerve stimulation noted. This is the final report.